Manufacturer narrative:
Corrected data: patient weight updated to reflect estimated weight at time of surgical intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01963. It was reported that the patient was experiencing ineffective stimulation and the ipg was inoperable. Surgical intervention was undertaken in which the ipg and the patient's leads were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: 5232957.